Event description:
A us distributor returned a monitor and reported the monitor displayed a service code 102 (charge profile fault).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault). The cause for the failure was isolated to a defective r45 resistor and excessive contamination on on the defibrillator pca and computer/analog board. The root cause for the defective r45 resistor could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.